Event description:
Consumer complaint of low blood results. Expected blood glucose results range from 80 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call after meal ((B)(6) 2015; 7:27pm) with results of 22 mg/dl and 37 mg/dl. Verified storage of test strips is within spec since they are kept in closed original vial inside bedroom. Test strip lot MFR's expiration date is three days ago. Recall test results performed from meter memory: (B)(6); 7:19pm - 26 mg/dl (after meal); (B)(6); 7:18pm - 30 mg/dl (after meal); (B)(6); 8:05am - 31 mg/dl (fasting); (B)(6); 7:56am - 37 mg/dl (fasting); (B)(6); 7:45am - 25 mg/dl (fasting); adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.